Event description:
Per sales rep, when the cypher stent was deployed at 11 atm for 12 seconds, there was a dissection into the left main. The doctor was able to wait about 10 minutes and then put another cypher into the ostial area and was successful. There was no patient injury. The target lesion was located in the mid circumflex. The lesion was a straight type a lesion. The lesion was not pre or post dilated.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.